Manufacturer narrative:
Concomitant products: product ID 3987a, lot # n386662, implanted: (B)(6) 2015, product type lead; product ID 3987a, lot # n386662, implanted: (B)(6) 2015, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 37714, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
The patient reported she was getting a burning sensation at the battery site. The patient had to turn off her device for how it was. The patient noted that for the past 1.5 weeks she had experienced some burning type sensation at the pocket site. The patient had not noted any temperature out situations while recharging and didn¿t have any discomfort while recharging. The feeling went away when she turned the stimulation off. The patient lied on her side while recharging and compressed the antenna to the implantable neurostimulator (ins) site somewhat. Impedances were reviewed with 0 as reference. Electrode 3 was greater than 10000 ohms. The therapy was 526 ohms using 9-14+. The patient had no fever and was scheduled to see the surgeon next week. This was an intermittent issue. The patient was instructed to try not to compress/lay on antenna when she recharges to rule out that this was not a bruising issue from compression. The rep later reported there was no additional troubleshooting performed related to the patient¿s burning feeling. The advanced registered nurse practitioner (arnp) thought the battery could be sitting on a nerve. There might be a possible battery reposition. The indication for use was spinal pain. If additional information is received, a follow up report will be sent. Please see manufacturer report # 3004209178-2015-20072 for information on the patient's concomitant system.